Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the set screw was broken inside the instrument. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital was running the part through the system (wash) and found that the set screw sheared off the helical blade inserter and broke inside of the instrument; the screw has tightened down for a long time. There was no surgery involved. This event did not contribute to a death or injury. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As per received condition of device; one part # 357.372 was received with extensive damage with a complaint category of broken procedural step unknown . A drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The helical blade inserter shows extensive use during its three year lifespan. The gold handle has numerous gouges, scratches, and dents from repeated hammer blows and pliers. The shaft has roll marks; the t-handle freely spins and the retaining screw is broken off. The distal tip is dented and deformed. The returned instrument(s) are part of the trochanteric fixation nail system (tfn); and proper use and maintenance are addressed in technique guide. The inserter is used to orient and insert helical blades to proximally lock tfn¿s. The internal pin that prevents rotation of the t-handle is deformed and worn to the point that it is ineffective in preventing rotation. Additionally, the retaining screw that keeps the t-handle attached has been broken off and is missing. This damage and complaint condition is due to inadvertent hammer blows to the handle, rather than hammering on the coupling screw. This complaint condition is a result of extensive, inadvertent hammer blows, not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, and the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.